Manufacturer narrative:
This is one (unspecified injury) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury on or about (B)(6) 2011 after the use of the product.